Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that no x-ray was performed and the fall did not affect the device. The patient reported that they met with a manufacturer representative briefly to have the system charging checked. The lessened relief in the leg was not resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient fell and was worried about the leads. The patient thought the relief in the right leg wasn't as good. The impedances were within normal limits and the patient was to continue on with the current set up unless the x-rays showed any signs of movement. No further complications are anticipated.

Event description:
It was reported that the patient¿s implant never worked for her. She said that she went through months of trying to tweak it, they tried to move the leads a couple of times and the patient felt the therapy in the right places, but it never did anything for her pain. Caller said in (B)(6) 2018 the stimulator was removed and when it was removed, the caller told the manufacturer representative (rep) that they wanted to keep the stimulator but they never got it back.

Manufacturer narrative:
Continuation of d10: product ID: 977a260. Serial# (B)(6). Implanted: 2017-10-25 explanted: product type lead product ID: 977a260. Serial# (B)(6). Implanted: (B)(6) 2017. Product type: lead. Product ID: 977a260. Serial# (B)(6). Implanted: (B)(6) 2017. Product type: lead. Product ID: 977a260. Serial# (B)(6). Implanted: (B)(6) 2017. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-mar-29. The rep does not know if an x-ray was performed or to what extent the fall affected the device/system. The rep does not know what the discussion was with the healthcare professional (hcp). The patient does not have relief yet. No further complications were reported/are anticipated.